Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. In addition, the f1 fuse was open. The cause for the open fuse was excessive current. The root cause of the loose busbar cannot be positively identified. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack was non-functional.